Event description:
On 03/10/2000, the distributor's technical services specialist informed the manufacturer's (MFR.) International representative of the following: the hosp has reported that the needle was disconnected from the hub of the needle and this was a cause of concern. The dr is an extremely experienced device user and this incident occurred during the insertion procedure. Dr had been concerned the needle was left in the pt. Additionally, the MFR was requested to obtain info regarding any other reports of this nature concerning this product. No further details were provided.